Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had their ins and lead replaced. The patient stated that when they came in, prior to surgery, they had horrible diarrhea and did not want any flare ups, they got bad stomach aches, then could not go to the bathroom. No further complications were reported or anticipated.